Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 45 mg/dl and the cause was not known. The customer's spouse assisted the customer by providing "sugar" to consume. Due to consuming too many carbohydrates to correct for the low bg, it elevated to 356 mg/dl. A bolus and insulin injections were used to address the high bg. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.